Event description:
Customer reported the system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and removed and replaced the damaged singleboard computer cat 5 network cable between the rtos and gpos computers, and reloaded software. System operates as intended.